Event description:
The patient was admitted to the cardiac cath lab for an angioplasty of the native circumflex stenosis on 10/21/97. The catheter was advanced to the ascending aorta and could not be advanced any further. A fluroscopy of the catheter showed a kink at the iliac. In an attempt to straighten out the catheter the tip broke off just outside the femoral artery sheath leaving a fragment from the femoral artery to the ascending aorta. After several attempts the fragment was removed. It was decided to delay another angioplasty attempt till the following day. On 10/22/97 the angioplasty was done without any incident. The patient was kept overnight for observation and was released on 10/23/97.